Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had a fall 4-5 weeks ago. Patient reported that 3 weeks ago they felt electricity down legs when neurostimulator (ins) was on. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had to turn off stimulation eight days ago because the patient was in excruciating pain. The patient was staying in the hospital due to the pain and they were put on oral morphine to help with it. The caller reported they took the patient off oral morphine four days ago, but the patient was afraid to turn the stimulation back on. The caller was instructed to follow-up with a healthcare professional to help page a representative (rep). No further complications were reported. Follow-up was conducted.